Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Reportedly, after the customer's healthcare provider made adjustments to the pump settings, bg level remained within range. Sugar was consumed to treat bg level.